Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Pmv observed charring and fragment breakoff of the distal end of shaft in the area where the l-hook tip impacted the sleeve. Ponce found that the device was consistent with a unit that was subjected to mishandling or improper use. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when device is subjected to improper use where the electrode\tip contacts conductive irrigation fluid or the uninsulated portion of other laparoscopic devices. Such contact may then compromise the discharge of energy from the electrode resulting in the generation of sparks and possibly cause melting of the sheath blank tube. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure. The distal tip of the black sheath was cauterized. The c autery tip injured the tissues. There was no permanent tissue damage. Also, the case extended for more than 30 minutes as a result of the anesthesia. The case was completed using a new device. Patient outcome is alive.